Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/08/2018 with the following findings: during investigation, the pump was returned with the battery compartment cracked starting at the threads to the left side of the grip pad, and from the case seal traveling to the grip pad. Moisture was observed behind the display lens. A leak test failed due to cracks in the battery compartment. A leak was also found due to a crack at the top right corner between the display lens and pump seal. The pump was opened to find moisture observed throughout the pump casing. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.